Event description:
It was reported that the pt experienced a hard fall followed by no stimulation. It was also reported that the device was not communicating with the programmer or recharger.

Manufacturer narrative:
(B) (4)